Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported another episode of syncope. A device check was ok and the device remains in use.

Event description:
It was reported that the patient was experiencing syncope and other medical complications. The patient suspects a possible malfunction of the device. Follow up information was obtained and revealed that the device was checked a few months ago, but the patient has not been seen since the reoccurrence of the symptoms. The device remains in use. No patient complications have been reported as a result of this event.